Event description:
It was reported that the system would not complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was removed and replaced, and the cmos settings were adjusted. The system was tested and found to be working as intended and returned to service.